Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. It was stated that the unit was flowing before it was connected to the patient but the flow stopped during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received containing 118 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.